Event description:
It was reported that a mobi-c implant disassembled intra-operatively during implantation. It was removed and replaced with another mobi-c implant and there was no patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant disassembled intra-operatively during implantation. It was removed and replaced with another mobi-c implant and there was no patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the inferior plate has partially disassembled from the peek cartridge. The implant was completely disassembled and then reassembled correctly using si-mobc-0001. The implant was attached to an inserter (mb9001r-1 lot 310232903/20) and was able to be implanted into a cervical spine model. The implant was able to release from the cartridge as expected into the disc space root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper attachment to the inserter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.